Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure this right ventricular (rv) lead exhibited loss of capture which resulted in asystole of greater than two seconds. Subsequently, this rv lead was explanted and replaced successfully however, during the explant procedure the physician had difficulty retracting the helix and it took 30 rotations. There was no visible tissue seen on the helix. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Patient code 3191 captures the surgical intervention.

Event description:
It was reported that during a routine device change out procedure this right ventricular (rv) lead exhibited loss of capture which resulted in asystole of greater than two seconds. Subsequently, this rv lead was explanted and replaced successfully however, during the explant procedure the physician had difficulty retracting the helix and it took 30 rotations. There was no visible tissue seen on the helix. No additional adverse patient effects were reported.